Event description:
The complaint states that an unexpected cgm app shut-off was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the mobile device lost power.

Manufacturer narrative:
(B)(4).